Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. The field service engineer (fse) cleared an obstruction in the waste line and decontaminated the ion-selective electrode (ise) flow cell. The fse returned to the customer site for additional questioned ise results and replaced tubing. The customer continued to experience ise issues, so the fse returned to replace the buffer valves, reference valve and mix motor which resolved the issue. (B)(4). This event is in relation to events addressed in case-(B)(4).

Event description:
The customer questioned sodium patient results were generated on the laboratory¿s au5800 clinical chemistry analyzer. There were no injuries or exposure to the operator as a result of this event. The customer indicated quality control was elevated outside the laboratory¿s established ranges at the time of the event. The customer was unwilling to provide data.